Manufacturer narrative:
The patients' demographics such as age, date of birth, sex, weight, ethnicity and race were not supplied. The beckman coulter field service engineer (fse) inspected the instrument and found the wash pump drawing air, forming micro bubbles. If air is allowed into the system, bubbles can be created which could then be dispensed through the dispense probes, compromising vessel washing capability. Without proper washing, rlu (relative light unit) recovery would be falsely elevated, which could cause erroneous elevated results for sandwich assays such as troponin. The fse replaced the fluidics manifold and aspirate probes/tubing. After the service activities were performed, the fse verified proper system operation and returned the system to the customer. .

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for two (2) patient samples on the laboratory's access 2 immunoassay system (serial number (B)(4)). The initial results were released from the laboratory. One (1) patient underwent an MRI to detect the presence of clots; the customer did not know if contrast media was used during the procedure. The customer did not know which of the two (2) patients had been affected. There was no change to treatment reported for the other non-reproducible patient. Customer technical specialist (cts) advised the customer to perform hardware verification. On (B)(6) 2018, a second system check passed within specifications. Precision results did not meet the assay imprecision claim. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument.